Manufacturer narrative:
(B)(4). The dilator was returned and returned device analysis indicated that the dilator rotating hemostatic valve (rhv) was broken and therefore, the reported leak could not be tested. The reported crack likely progressed into the observed dilator rhv break due to post-procedural shipping and handling. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported dilator crack (which progressed into a break due to post-procedural shipping and handling) was likely due to user handling, and resulted in a leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the hemostatic valve crack and leak. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (fmr) grade 4. Before patient use, and when beginning to flush the dilator, the dilators hemostatic valve had a crack with a leak. Another device was used in replacement and there was no patient involvement. One clip was implanted, reducing the mr to grade 1. There was no additional information provided regarding the device issue.